Event description:
The patient underwent a trial procedure on (B)(6) 2012. Intra-op the lead showed an invalid contact. The lead was disconnected, reconnected, and repositioned multiple times to no avail. As a result, the lead was removed and replaced. The replacement lead resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.